Event description:
In 2007, the patient's mother stated that, about one week ago, her daughter experienced a separation of her infusion set tubing at the luer lock connection. She stated that was a complete/full separation. She stated that her daughter's blood glucose level was not affected by the separation. She mentioned that the tubing separated after two days of use. The patient's mother was aware of the recall. The infusion set tubing was replaced to correct the problem. She did not have the lot number of the infusion set available at the time of the call. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.